Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain, radiculopathy, and spinal pain. It was reported that the ins/ens in the box error code was seen on the patient programmer. There were no patient symptoms reported. A manufacturer representative met with the patient had no error was showing. There were no actions or interventions performed for this issue. It had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.